Event description:
It was reported the patient experienced a shocking or jolting sensation at the lead location after a microwave was used in the patient's vicinity. The patient also experienced "new pain". The patient was admitted to the hospital. The hcp reported unspecified impedance problems. The pt returned to the hcp for follow up several days after the incident as the patient has "rsd and may need to calm his body after this shock". The hcp decreased the stimulation. The issue was resolved with reprogramming. The hcp reported the event as no injury.